Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be conducted because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. It was presumed that tensile stress exceeding the product's design limit might be inadvertently applied to the catheter upon removal when the tip was being trapped by the heavily calcified lesion. Although device investigation could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Instructions for use states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.) And, [malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a percutaneous coronary intervention to treat a heavily calcified occlusion in the distal rca. An unspecified guide wire was advanced via a collateral channel between rca and lad followed by the subject microcatheter. The wire could cross; however, the catheter could not. Upon removal, the catheter tip became separated and remained in the vessel. An unspecified attempt was made to retrieve the tip fragment; however, it went unsuccessful. The physician determined to leave it as is. Reportedly there were adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.